Manufacturer narrative:
The device was returned to the resmed technical service center for evaluation. The methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4). Note: medwatch 3007573469-2015-00777 is associated with the same patient as this report. This report is referencing the back-up ventilator that allegedly malfunctioned. Resmed is in the process of obtaining additional information regarding the event.

Event description:
It was reported to resmed france that an astral device alarmed and the patient had the oxygen level desaturate. The patient was placed on a back-up ventilator with no complications. There was no patient injury or medical intervention reported as a result of this incident.